Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms in both unipolar and bipolar configuration. Sensing was appropriate but there was no capture. The pocket was reopened and the lead was successfully repositioned. Following the revision the lead had impedance measurements of 710 ohms in unipolar and 917 in bipolar. Threshold measurements were also noted to be acceptable. No additional adverse patient effects were reported.